Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported the patient had multiple episodes of syncope and bradycardia was observed. It was further reported there were increased lead thresholds, oversensing and high/varying impedance. Pacing inhibition was further noted. The device output and pulse width were reprogrammed and the device and lead were later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.